Manufacturer narrative:
Device received stuck in critical pump errors (open book image) and was unable to download. Problem was isolated to printed circuit board. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. No cracks on lcd display window noted during visual inspection. Device received with scratched casing, minor scratches on lcd window and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was a crack on the screen. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.